Event description:
The compressor was being used for pt use. While it was being used the compressor began to smoke. The therapist noticed the smoke and turned off the compressor. An alarm did sound but it was not determined if it was a temperature or pressure alarm.